Event description:
It was reported that during a procedure of the heavily calcified, 80% stenosed, de novo distal right coronary artery (rca) after pre-dilatation with a 2.0 x 8 mm unspecified semi-compliant balloon dilatation catheter (bdc), a 2.75 x 28 xience v stent was deployed at a high pressure of 18 atmosphere (atm). It was noted that a proximal edge stent dissection was present. A 2.75 x 12 mm xience v stent was used to treat the dissection without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure (rbp). There was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). It should be noted the IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.